Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a nephrectomy, the blue upper seal tear when a 10mm ligaclip applier passed through it. Air leaked from the blue seal thereafter during the procedure. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the trocar assembly revealed damage to the circular seal. The obturator was received inserted into the trocar stretching the envelope seal. Functionally, the obturator was inserted into the trocar with no binding or difficulty. The obturator locking tabs functioned properly. The instrument was applied to test media; the blade tip penetrated cleanly and completely through the media, allowing the cannula to pass through. In addition, the condition of the seals precludes a leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.